Manufacturer narrative:
The pod was received fully deployed. Corrosion was noted in the pod. All three batteries had less than the expected amount of voltage. A leak was found on the unexposed portion of the soft cannula.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient was unable to lower bg levels despite multiple bolus attempts (via pod and syringe) and eventually removed the pod. As treatment, a manual injection was delivered and a new pod was applied after the event. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).